Manufacturer narrative:
The evaluation has been completed. One bl3170 stellaris handpiece, serial number ush69735 was returned. Visual inspection found the nose cone dented. The cable was deformed at approximately 1/2 way and was also deformed at the lemo connector strain relief, and the wires were twisted inside the cable jacket. A functional test was performed using a stellaris system. The handpiece did not tune and would not function. Error codes usm15 ¿ ¿unable to read ultrasound handpiece data. Attempt to tune the handpiece to confirm proper operation¿ and usm08 - "the ultrasound handpiece has failed the tuning process" appeared on the monitor. The cause of the damage cannot be determined. The handpiece could not be tested as it did not tune. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported during pre-phaco and sculpt the handpiece didn¿t feel like it was aspirating and made a unique noise, similar to the tip not being fully tightened. When checked, the tip was tight. This patient received one suture to close the wound and basic post-op medication.

Manufacturer narrative:
The product was returned, but not evaluated yet. A thorough review of the manufacturing records associated with this product has been performed and we have not identified any issues or discrepancies with these records. This investigation is ongoing.